Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated the camera is not working - black screen. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. Correction information: g6: follow up #1, h2: type of follow up, h6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope vls-1070stk. In the event reported, the user states that there no video image. The timing of the event is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as exempt, therefore 510k is not applicable. The device was returned to pentax for further evaluation on service order (B)(4) and the inspection findings confirmed the user narrative. Inspection findings are as follows: fluid invasion in pve connector, insertion tube buckles at stage 1, image blackout, long umbilical cable buckle at control body side, pve connector housing corroded, pve electrical connector frame has severe corrossion, insertion tube buckles at end of root brace, customer complaint confirmed, hole in # 4 remote control button cover, shield cover corroded, umbilical cable, short fluid invasion, some functions cannot be checked unit compromised by fluid the device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On (B)(6) 2021, a device history record (DHR) review for model vls-1070stk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 20nov2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.